Event description:
Had 75mls of fluid removed/had her excess fluid removed [arthrocentesis]. Had 75mls of fluid removed/had her excess fluid removed [injection site joint effusion] . Knee is painful [injection site joint pain]. Her knee is swollen [injection site joint swelling]. Case narrative: initial information was received on 26-apr-2024 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient whose knee was painful and swollen and had 75mls of fluid removed/had her excess fluid removed, while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. In 2024, the patient received hylan g-f 20, sodium hyaluronate 2nd injection (strength: 16mg/2ml) of the 3-injection series (with an unknown dose, frequency and route) for osteoarthritis. First time product used: no. Patient reported that after her 2nd injection her knee was swollen (injection site joint swelling) and painful (injection site joint pain) (onset date: 2024, latency: unknown). She had 75mls of fluid removed (aspiration joint) yesterday ((B)(6) 2024) (unknown latency), excess fluid removed from her knee (injection site joint effusion) (onset date: 2024, latency: unknown) (unknown batch number and expiry date for all events). The patient basically wanted to know how many patients just like her need more than once excess fluid removal from the knee and how long would her pain and swelling last. The patient does not want to continue with her synvisc treatment at this time. No other information provided. Information on batch number and expiry date was requested. Action taken: not applicable for all events. Corrective treatment: 75mls of fluid removed/excess fluid removed from her knee for injection site joint effusion, not reported for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant and intervention required for aspiration joint and intervention required for injection site joint effusion. A product technical complaint (ptc) was initiated on 26-apr-2024 for synvisc (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample was not available. Ptc stated: (rc 13may2024) based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 15-may-2024 with summarized conclusion as no assessment possible. Additional information was received on 26-apr-2024 from quality department: ptc details with complaint number added. Text was amended accordingly. Additional information was received on 15-may-2024 from quality department: ptc results added. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 07-may-2024: this case involves an unknown age female patient whose knee was painful and swollen and had 75mls of fluid removed/had her excess fluid removed, while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited available information, the causal role of the company suspect device could not be ignored for the occurrence of adverse events, however patient's underlying condition of osteoarthritis could be the cofounding factor. The case will be re-evaluated post further update on patient's past medical and drug history, family history, concomitant medications the details of which will aid in comprehensive case assessment.

Event description:
Had 75mls of fluid removed/had her excess fluid removed [arthrocentesis] had 75mls of fluid removed/had her excess fluid removed [injection site joint effusion] knee is painful [injection site joint pain] her knee is swollen [injection site joint swelling] case narrative: initial information was received on 26-apr-2024 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient whose knee was painful and swollen and had 75mls of fluid removed/had her excess fluid removed, while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. In 2024, the patient received hylan g-f 20, sodium hyaluronate 2nd injection (strength: 16mg/2ml) of the 3-injection series (with an unknown dose, frequency and route) for osteoarthritis. First time product used: no. Patient reported that after her 2nd injection her knee was swollen (injection site joint swelling) and painful (injection site joint pain) (onset date: 2024, latency: unknown). She had 75mls of fluid removed (aspiration joint) yesterday ((B)(6) 2024) (unknown latency), excess fluid removed from her knee (injection site joint effusion) (onset date: 2024, latency: unknown) (unknown batch number and expiry date for all events). The patient basically wanted to know how many patients just like her need more than once excess fluid removal from the knee and how long would her pain and swelling last. The patient does not want to continue with her synvisc treatment at this time. No other information provided. Information on batch number and expiry date was requested. Action taken: not applicable for all events. Corrective treatment: 75mls of fluid removed/excess fluid removed from her knee for injection site joint effusion, not reported for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant and intervention required for aspiration joint and intervention required for injection site joint effusion.

Event description:
Had 75mls of fluid removed/had her excess fluid removed [arthrocentesis] had 75mls of fluid removed/had her excess fluid removed [injection site joint effusion] knee is painful [injection site joint pain] her knee is swollen [injection site joint swelling]. Case narrative: initial information was received on 26-apr-2024 regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient whose knee was painful and swollen and had 75mls of fluid removed/had her excess fluid removed, while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. In 2024, the patient received hylan g-f 20, sodium hyaluronate 2nd injection (strength: 16mg/2ml) of the 3-injection series (with an unknown dose, frequency and route) for osteoarthritis. First time product used: no. Patient reported that after her 2nd injection her knee was swollen (injection site joint swelling) and painful (injection site joint pain) (onset date: 2024, latency: unknown). She had 75mls of fluid removed (aspiration joint) yesterday ((B)(6) 2024) (unknown latency), excess fluid removed from her knee (injection site joint effusion) (onset date: 2024, latency: unknown) (unknown batch number and expiry date for all events). The patient basically wanted to know how many patients just like her need more than once excess fluid removal from the knee and how long would her pain and swelling last. The patient does not want to continue with her synvisc treatment at this time. No other information provided. Information on batch number and expiry date was requested. Action taken: not applicable for all events. Corrective treatment: 75mls of fluid removed/excess fluid removed from her knee for injection site joint effusion, not reported for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was unknown for all events. Seriousness criteria: medically significant and intervention required for aspiration joint and intervention required for injection site joint effusion. A product technical complaint (ptc) was initiated on 26-apr-2024 for synvisc (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample was not available. Ptc stated: (rc 13may2024) based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 15-may-2024 with summarized conclusion as no assessment possible. Additional information was received on 26-apr-2024 from quality department: ptc details with complaint number added. Text was amended accordingly. Additional information was received on 15-may-2024 from quality department: ptc results added. Text was amended accordingly. Based on information previously received, the expected side effects tab was updated from blank to yes.